Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Correction to b(5) describe event or problem, added additional information of the treatment provided to the patient at the hospital. Changed user guide from model: ent450 to model: ust400.

Event description:
It was reported that a patient had to be hospitalized on (B)(6) 2019 due to high bg (blood glucose) levels of over 500 mg/dl, while wearing the pod between 4 and 24 hours on the arm. The patient reported that on 7/10/19 her bg levels were 140 mg/dl and she had bolus for a meal 3.9 units of insulin, during the night she felt sick and the next morning her glucose levels reached high (>500 mg/dl). The pod was removed at the hospital where she was admitted, treated with insulin and fluids. She returned to use the omnipod system on saturday morning during the hospitalization.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had to be hospitalized on (B)(6) 2019 due to high bg (blood glucose) levels of over 500 mg/dl, while wearing the pod between 4 and 24 hours on the arm. The patient reported that on (B)(6) 2019 her bg levels were 140 mg/dl and she had bolus for a meal 3.9 units of insulin, during the night she felt sick and the next morning her glucose levels reached high (>500 mg/dl). The pod was removed at the hospital where she was admitted, and she returned to use the omnipod system on saturday morning during the hospitalization. No information was provided on the treatment that was given to the patient to correct the hyperglycemia.